Event description:
The customer reported the physician questioned suppressed beta human chorionic gonadotrophin (bhcg) results on one patient's samples involving unicel dxi 800 access immunoassay system. The physician suspected heterophile interference and requested to send sample to beckman coulter, inc for heterophile testing. This report refers to sample number two. The customer stated the sample was consistently low. The customer reported quality control (qc), system checks, and calibration were all within specifications. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
The customer did not request service and stated the unit was functioning normally. The event was isolated to a specific patient sample. Samples were drawn in plastic greiner gel tubes. Centrifugation information was not supplied. Beckman coulter's customer product line support (cpls) laboratory tested the sample from this patient and observed a change in analyte concentration with the addition of blockers and did not dilute linearly. It is conclusive that this patient does have circulating heterophile antibodies causing interference with the beta human chorionic gonadotrophin (bhcg) results. The bhcg result for this patient's sample increased to approximately 37miu/ml (neat value of 7.42 miu/ml), which confirms heterophile interference. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted between (B)(6) 2008 to (B)(6) 2010 for additional reportable events. This medwatch report is related to mdrs 2128870-2011-01685 and 2122870-2011-01693.